Event description:
A supervisor from a healthcare facility contacted customer service about a contour ts meter. She alleged a control test was performed using high control solution and the result was 446 mg/dl. A high control range was not provided, but should be around 290-401 mg/dl. No adverse events were alleged. The caller declined to troubleshoot further during the call. No product will be returned.